Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The customer is repeating positive samples in addition to reviewing positive sample curves. Erroneous results were not reported out and there was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint of n2 fps was received against the bd max instrument catalog number 441916, serial number (B)(6). The customer complained that they received discrepant results on run 231. All 12 samples on side a resulted as n1 positive. The database and log files were received and reviewed. The customer alleged a reader issue on this complaint. It was found out that the customer's udp setup had an error which changed the result logic of the cov-2 assay. The customer states that they have their udp setup like this intentionally so that if only one target is positive, it will show unr so that they can review the curve before reporting it out, which is off label usage. A corrected udp file was sent to the customer and they were instructed to delete the old file and import the new one. The complaint is unable to be confirmed as an instrument issue as it was determined that the issue is related to the original bd sars cov-2 assay design and the udp configuration. Since this, the customer did not see the issue reoccur. The complaint investigation consisted of a review of the service notes pertaining to this issue, the installation/ service history of the instrument and associated complaint trending data. No parts or materials were available for investigation. No new trends, risks, or hazards were identified as a result of the complaint. A corrective action CAPA# 1632720 is open to address the false positive issues with the bd sars-cov-2 assay. A new assay kit is now available for customer use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The customer is repeating positive samples in addition to reviewing positive sample curves. Erroneous results were not reported out and there was no report of patient impact.